Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 469 mg/dl. The customer did not report symptoms. The customer was wearing the device at the time of visit. The hospital did not want the customer to wear the insulin pump. The customer called asking for advice on how to treat since the hospital was not giving her a back-up plan. The customer stated she needed to find someone in the hospital who spoke (B)(4) so she could communicate. The customer's blood glucose level dropped to 90 mg/dl. Nothing was replaced or returned for analysis.